Event description:
The bronchovideoscope was returned to the service center with a report of the rubber was pushing out of the tip. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, objective lens chip glue was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of reported malfunction is traced to component failure. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.